Event description:
It was reported that the surgeon inserted an (B)(4) implantable collamer lens on (B)(6) 2011 and the lens did not unfold in the anterior chamber. The surgeon tried several times without success, so he removed it and changed to a different icl.

Manufacturer narrative:
(B)(4).